Event description:
Caller reported that a pump malfunction occurred without any notable events preceding it. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. No actions were taken by the customer to address the elevated bg level before contacting support. Technical support provided instructions to reset the pump, which successfully resolved the malfunction code. The customer was advised to continue using the pump and to call back if the issue recurred.